Event description:
It was reported during the initial implant procedure, patient's newly implanted pacemaker did not pace. The pacemaker was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of no pacing could not be confirmed. As received, the device was at vvi mode above elective replacement indicator level. Final analysis found the pacemaker couldn't pace due to exposure to electrocautery which could inhibit the pulse generator operation. No other anomalies were found.